Event description:
It was reported that the patient experienced an inadequate stimulation and the implantable pulse generator (ipg) would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.